Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: review of the black box history revealed multiple call service alarms on the reported failure date of (B)(4) 2013. The pump booted with audio/vibration and a fully illuminated screen. The time and date was accurately set at start of the investigation. The pump rewind, load, and prime steps were performed with no alarms duplicated. The pump was exercised for (B)(4) hours on a 1 unit per hour basal rate with no alarms duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the call service alarm cs-054-000 was received after changing the battery. The alarm did not clear after changing the battery and rebooting additional times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.